Manufacturer narrative:
(B)(4). Note: blank fields on this form indicate information that is unknown, unavailable or unchanged.

Event description:
(B)(4) service and repair noted a facility in (B)(6) reported: device heated up during operation and stopped working. A spare device was immediately available. The patient was not harmed. This is 1 of 1 report for complaint (B)(4).

Manufacturer narrative:
The lot number cannot be verified as a synthes lot number. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Placeholder.